Manufacturer narrative:
Follow-up # 1 date of submission 06/29/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2011 with the following findings: the pump powers on normally with no alarms. There were no alarms related to the complaint noted in the pump history. A review of the pump history indicated that rebooting had occurred which was duplicated during testing. Corrosion was observed inside the battery compartment and on the power circuit board. Investigation revealed a display lens leak. A review of the device history record indicated that the pump was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that the pump started beeping and he noticed the screen was blank. He stated that he tried to reboot the pump with three different batteries without success. Patient reportedly does not expose the pump to moisture. He reported that there was no trauma or cracks to the pump, and the battery cap was intact and secured to the pump.